Event description:
It was reported that towards the middle of 2010, the patient began experiencing an increase in depression. The patient had previously done very well with vns. The vns parameters were increased. She also began trials of antidepressant augmentation, but neither of the medications improved her mood and they had significant side effects. Patient underwent a short course of ect which helped her mood somewhat. Then in (B)(6) 2011, the patient was no longer able to feel vns stimulation due to expected generator end of service. Per physician, "in retrospect, the battery could have been running down over some time and might account for the reason that we saw an increase in her depression after the middle of 2010." The patient underwent generator replacement on (B)(6) 2011. Per physician, the patient "appeared to be deriving some early benefit from the stimulator, but based on her previous response to this unit, I anticipated it would take many months to see her depression return to remission." The explanted generator was returned to the manufacturer and underwent analysis. Upon analysis, expected end of service was confirmed. No other anomalies were noted.